Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2021 a 12.1mm micl12.1; -11.0 diopter implantable collamer lens was implanted into the patient's left eye (os) as a replacement lens. The surgeon indicated the patient experienced shallow ac, elevated intraocular pressure and was treated with medications lidocaine, moistat and miochol along with topical pilocarpine. Patient's angles were still narrow and went on alphagan. It was also noted that "she feels good with some improvement in her vision". Postoperative report indicated patient's iop decreased to an acceptable level. Lens remains implanted.

Manufacturer narrative:
Corrected data: h10 - initial claim is not applicable due to was found to be a duplicate of MFR# 2023826-2021-03057. Reference MFR# 2023826-2021-03057 for correct claim details. Claim#: (B)(4).